Event description:
The patient was undergoing treatment for acute cerebral infarction. Aspiration was done in the right m2 with the psc032 for five minutes and angiography conducted after that revealed recanalization. The patient complained of pain after a while. Hemorrhage in the right distal m2 was confirmed on postoperative CT scan. (Tici score was 2b.) It was confirmed that she had been recovering a couple of days after the procedure. Physician's comment: it is not deniable that the penumbra system relates to the hemorrhage. The patient's nihss score before the procedure: 15, mrs score: 5. The patient's nihss score after the procedure: 11, mrs score: 4. This MDR is related to MDR 3005168196-2013-00055

Manufacturer narrative:
Conclusion: hemorrhage is a known and anticipated complication associated with these types of procedures and is noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns. Device discarded by hospital.